Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angle in the up direction did not meet the standard value due to wear if the angle wire, the play of the up/down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, crack and a white-clouded area, water removal ability did not meet the standard value due to a clogged nozzle, the scope connector was dirty due to water leakage, the indication on the scope connector was peeled, the adhesives around the objective lens had a white-clouded area, the adhesives around the light guide lens had a white-clouded area, the connecting tube had a scratch and dent, the universal cord protector on the scope connector side had a scratch, the universal cord protector on the control section side had a scratch, the image guide protector had a scratch, switch 4 had wear, switch 2 had a scratch, the universal cord had a scratch, the scope cover was shaved, the control unit had discoloration, and switch 1 had a scratch. The customer provided to olympus the following information related to reprocessing of the device: air/water nozzle - the customer cleaned, disinfected, and sterilized the device before it was sent to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle / channel with the detergent solution. The distal end: the device was cleaned, disinfected and sterilized before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. There were no abnormalities in the accessories used for reprocessing. The device distal end was wiped/brushed with clean lint-free cloths, brushes or sponges. The investigation is pending. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects clogged in the nozzle and foreign objects attached to the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d5, e1 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.